Event description:
Addendum: additional information/adjudication minutes received indicated the committee agreed with the adverse event (ae) as captured-procedure/device related. Following post-dilation and removal of the angioguard, the patient complained of right arm numbness/right facial tightness. The symptoms were treated by administration of nitroglycerin (ntg) for vasodilation. There was no report of vasospasm. The angioguard was in place at the time of the event. No vasospasm was noted. The balloon catheter used for post-dilation of the precise stent was a 142 cm. Aviator plus 5 mm. X 2 cm. Pta balloon catheter. The report received from the (B)(4) study indicated that the patient was enrolled in the study and that during the study index procedure, the patient experienced a transient ischemic attack/tia. The event occurred during post-dilation. The onset of the event was sudden. The patient¿s recovery was full with no deficit. The duration of the event was less than twenty-four hours and was not related to a cordis product/was related to the procedure. The patient was discharged the day of the procedure. The patient was asymptomatic for the procedure. The target lesion was the ostial left internal carotid artery/lica. A 6 mm. Angioguard was used for the procedure. A precise 8 x 30 stent was successfully deployed at the target lesion. The residual stenosis was 0%. The proximal lica target lesion was reported to be: an 80% stenosis, 22 mm. In length, absent of thrombus, 6 mm. Reference diameter, and eccentric.

Manufacturer narrative:
The product is not available for evaluation and testing. During the study index procedure, the patient experienced a transient ischemic attack/tia. The event occurred during post-dilation using an aviator plus 5 mm. X 2 cm. Balloon catheter. The onset of the event was sudden. The patient¿s recovery was full with no deficit. The duration of the event was less than twenty-four hours and was not related to a cordis product/was related to the procedure. The patient was discharged the day of the procedure. The patient was asymptomatic for the procedure. The target lesion was the ostial left internal carotid artery/lica. A 6 mm. Angioguard was used for the procedure. Debris was noted to be in the distal embolic protection device after removal. A precise 8 x 30 stent was successfully deployed at the target lesion. The event was originally captured as a not reportable complaint. Additional information/adjudication minutes received indicated the committee agreed with the adverse event (ae) as captured-procedure/device related. Following post-dilation and removal of the angioguard, the patient complained of right arm numbness/right facial tightness. The symptoms were treated by administration of nitroglycerin (ntg) for vasodilation. There was no report of vasospasm. The angioguard was in place at the time of the event. No vasospasm was noted. The balloon catheter used for post-dilation of the precise stent was a 142 cm. Aviator plus 5 mm. X 2 cm. Pta balloon catheter. The products were not available for inspection. (B)(4): additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and procedural factors may have contributed to the reported events. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2013-00344, # 1016427-2013-00093 and #9616099-2013-00493. Please note that this is the initial/final report for this product.